Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Event description:
It has been reported that three bd vacutainer® sst¿ blood collection tubes has been found experiencing hemolysis during use. The following has been provided by the initial reporter: it was reported tubes are hemolyzing. She states that the issue is with this lot # and the ed nurses. They are drawing blood started with an IV, and they are trained to use the llad and proper order of draw when drawing the "rainbow," which is their usual practice. The sst tubes are grossly hemolyzed and the liheparin tubes are not. Re-draws are done by the lab with straight needles, and these tubes are not hemolyzed. This particular lot # was pulled from the ed, but the op department is still using it and they have not had any issues. She believes the issue stems from the technique of the nurses and the use of the IV draw. It was reported there were increased hemolysis rates, this occurred 3 times in june and on july 1, 3, 5, 10th, and 12th.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that three bd vacutainer® sst¿ blood collection tubes has been found experiencing hemolysis during use. The following has been provided by the initial reporter: it was reported tubes are hemolyzing. She states that the issue is with this lot # and the ed nurses. They are drawing blood started with an IV, and they are trained to use the llad and proper order of draw when drawing the "rainbow," which is their usual practice. The sst tubes are grossly hemolyzed and the liheparin tubes are not. Re-draws are done by the lab with straight needles, and these tubes are not hemolyzed. This particular lot # was pulled from the ed, but the op department is still using it and they have not had any issues. She believes the issue stems from the technique of the nurses and the use of the IV draw. It was reported there were increased hemolysis rates, this occurred 3 times in june and on july 1, 3, 5, 10th, and 12th.